Event description:
During remote monitoring, episodes of far-field r-wave oversensing resulting in inappropriate automatic mode switch were observed on the atrial channel. In addition, non-physiological noise resulting in oversensing was also observed on the ventricular channel. Abbott technical support was contacted and reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.